Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and evaluated at service center. On inspection, the generator was displaying error code 200 ref 24. The radiofrequency (rf) board was found defective. Replaced rf board to fix the issue. Ga test, burn in test and electrical safety tests were performed and passed. The complaint is confirmed. A root cause of the defect could be the defective radiofrequency (rf) board. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy synthes mitek complaints system revealed no other complaint for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during a demonstration course, it was observed that the vapr3 generator ea device did not work. During service and evaluation, it was determined that the device displayed an error code 200 ref 24. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.